Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were out of range impedances. Prior to the replacement, they tried to program around the impedance issues. During the replacement, they tried connecting the existing leads to a new implantable neurostimulator, and the issues did not resolve, suggesting that it was the leads and not the implantable neurostimulator. The entire system was replaced. There were no external factors noted to be contributing factors to the out of range impedances. Connectivity and impedance checks were performed in the operating room and all returned to normal range once the new system was placed. The issue was resolved at the time of the report.